Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2002, the patient had essure (ess205) inserted. In 2003, the patient experienced fatigue ("chronic fatigue problems"), tendonitis ("repetitive tendinitis"), myalgia ("muscle aches") and general physical health deterioration ("other health problems without explanation"). On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 17 years 7 months after insertion of essure (ess205). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal, fatigue, tendonitis, myalgia and general physical health deterioration outcome was unknown. The reporter provided no causality assessment for fatigue, general physical health deterioration, medical device removal, myalgia and tendonitis with essure (ess205). The reporter commented: patient had events for 16 years. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.